Manufacturer narrative:
Sample has been discarded, per nurse.

Event description:
A customer's wife contacted baxter stating that the pt's catheter had separated from the titanium adapter. During a follow up call to the pt's nurse, renal product surveillance learned that the titanium adapter had not separated from the catheter. The nurse stated that the transfer set separated from the catheter adapter. No injury or medical intervention was reported.